Event description:
This rv lead was implanted on (B)(6) 1995 and was capped and replaced on (B)(6) 2013 for an unknown reason. The physician was dr. (B)(6) at (B)(6) clinic in (B)(6) . No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).